Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that biometric identifier bio ID said device needs maintenance. The field service engineer fse reseated the universal serial bus usb cable to the bio ID but the issue remained intermittent during testing. They accessed device manager found numerous phantom devices and removed all bogus entries. After rebooting the bioid became fully functional. The system functioned as intended after the field service engineer fse resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen displayed biometric identifier required maintenance error when the user tried to log in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.